Manufacturer narrative:
At the time of this report, the devices used in the incident have not yet been returned. Once they are returned and investigated, the manufacturer will submit a follow-up report. Waiting on return of device.

Event description:
It was reported during the (B)(6) meeting held in (B)(6) 2016 in (B)(6), that a patient with cystoid macular edema was treated on (B)(6) 2016 bilaterally with micropulse using the iq577 and txcell. The standard treatment parameters were used (200 micron spot, 200 ms duration, 400mw power, 5% duty cycle). One day post treatment, the patient stated that he could visualize a light grid (os) for about 2 weeks and it gradually went away. Patient's visual acuity os was 20/25 pretreatment. At 1 month follow-up it was 20/200. The patient's od acuity was 20/30 pre-treatment and 20/25 -20/20 post- treatment. A review of the patient's optical coherence tomography (oct) by a fellow physician revealed some outer retinal disturbances at the onset, prior to laser treatment. At the time of this report, the unit had not yet been returned to the manufacturer for investigation.